Manufacturer narrative:
As reported, during a procedure the capsure fixation device failed to fixate the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure capsure fixation device failed to fixate the mesh. It was reported that several shots were fired but the fasteners did not fixate to the abdominal wall. The loose fasteners were removed from the patient's body, and another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, during a procedure the capsure fixation device failed to fixate the mesh. The sample is said to be available for evaluation; however, at this time it has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 605 units released for distribution. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device could not reproduce the reported event that the device failed to fixate. The device functioned as intended during functional and simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies found. Based on the information provided the most likely root cause for the fixation failure may be related to an event that occurred during user device interface. Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure capsure fixation device failed to fixate the mesh. It was reported that several shots were fired but the fasteners did not fixate to the abdominal wall. The loose fasteners were removed from the patient's body, and another device was used to complete the procedure. There was no patient injury.